Manufacturer narrative:
Patient information: no further patient information was provided. The abbott field service representative (fsr) inspected the analyzer and found debris/dirty external waste pump connection tubing. The external waste pump was cleaned and inspected. Multiple parts were proactively cleaned and inspected. The ict pinch valve tubing and the peristaltic head tubing were replaced and were identified as likely causes. The fsr verified performance by running qc's and precision generating acceptable results. A review of the c400556 service history found no additional contributing factors and no additional reports of erratic or discrepant results have been received since the parts were replaced. A 12-month review of complaint and trending data for the ict pinch valve tubing and the peristaltic head tubing did not identify an issue or adverse trend related to discrepant/erratic or false low results. A review of the tracking and trending data in the product monitoring review for the clinical chemistry systems revealed no issues or adverse trends related to the current complaint or the likely cause parts. The erratic result rate was reviewed and is within acceptable limits with no trends identified. Device history records were reviewed for the likely cause parts, which did not identify any issues associated with the complaint issue. Additionally, labeling was reviewed and sufficiently addresses the customer's issue. Based on the available information, no systemic issue or deficiency of the architect c4000 analyzer was identified.

Event description:
The customer reported a falsely depressed sodium result for one patient on the architect c4000 analyzer. The initial sample (785620) generated an initial result of 119 mmol/l. A second sample (78006351) was collected 1 hour later generating a result of 138 mmol/l. The original sample was retested in duplicate generating 136 and 137 mmol/l. No adverse impact to patient management was reported. No further patient information was provided.